Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had high blood glucose of 400mg/dl. It was stated that the infusion set was changed, but the customer's glucose level continued being high. Troubleshooting was performed. The daily totals matched to the basal and bolus. Programmed a bolus and the insulin exited. Performed a high pressure test and passed. The time, date, and programming on the insulin pump were correct. During the call the customer mentioned that she was hospitalized due to high blood glucose. It was stated that the customer developed ketones rapidly, frequently changed the infusion set, and treated with the insulin pump. It was stated that the customer had symptoms of nausea and vomiting. It was stated that after changing the infusion set the customer noticed the cannula was bent. No further info was provided.